Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported sparking and charring near the strain relief on the female end of the ac power cord. The pump was programmed to deliver an unspecified concentration of tridil. No specific programming parameters were provided. After an unspecified length of time, the device alarmed with an unspecified low battery alarm while still connected to ac power. It was reported that the nurse touched the back of the pump to check the connection of the ac power cord and noted a spark coming from the back of the device. The device was unplugged from the ac outlet. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no adverse effects to the pt or nurse. No medical interventions were required. During testing at the user facility, charring was noted on the female end of the ac power cord near the strain relief and it was noted that the black and ground wires were broken and charred. Though requested, no add'l info was provided.